Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter was received for evaluation. During functional testing, an in-house presto inflation device was used to inflate the balloon, and water was noted streaming from the balloon. Under microscopic examination, a compound rupture was noted to the balloon. No other functional testing performed. Therefore, the investigation is confirmed for the reported balloon rupture as a compound rupture was noted on the balloon under microscopic examination. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (lit; dqy). H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 8 atm. The procedure was completed using another device. There was no reported patient injury.